Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger broke during use. The following information was provided by the initial reporter: "the plungers keep breaking I think it's a bad lot number 8351990".

Manufacturer narrative:
H.6. Investigation summary: customer returned (224) 31g x 8mm, 0.3ml bd insulin syringes from lot 8351990: (140) syringes were in 14 sealed polybags, and (84) syringes were not in polybags (loose). Consumer reported the plungers keep breaking I think it's a bad lot number 8351990. Out of the 224 returned samples 30 were selected to be tested for plunger rod movement, and the following was observed: -9 samples had the plunger rod separate from the stopper; no damage to the plunger rod was observed. -2 samples did not exhibit plunger rod separation from stopper, but did exhibit damaged/disfigured stoppers. -19 samples did not exhibit plunger rod separation or damaged/disfigured stoppers. A review of the device history record was completed for batch# 8351990. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failures (plunger rod separates & damaged/disfigured stopper). As per investigation completed by manufacturing, "on 10jul2019, holdrege received (224) 31g x 8mm, 0.3ml bd insulin syringes from lot 8351990: (140) syringes were in 14 sealed polybags, and (84) syringes were not in polybags (loose). The samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Visual inspection of the samples found (130) syringes were in 13 sealed polybags, and (94) syringes were not in polybags (loose). Out of the 224 returned samples 30 were selected to be tested for plunger rod movement, and the following was observed: -9 samples had the plunger rod separate from the stopper; no damage to the plunger rod was observed. -2 samples did not exhibit plunger rod separation from stopper, but did exhibit damaged/disfigured stoppers. -19 samples did not exhibit plunger rod separation or damaged/disfigured stoppers. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. L2l dispatch 53880 was created on 13feb2019 for dry barrels on jw assembly machine. Corrective action: the silicone gun that delivers the silicone to the barrel was purged. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger broke during use. The following information was provided by the initial reporter: "the plungers keep breaking I think it's a bad lot number 8351990"